Event description:
During a follow up call to the facility nurse on (B)(6) 2011 for an unrelated issue, the nurse advised the patient had experienced a peritonitis in (B)(6) 2011. It is unknown if the patient was hospitalized for this event. It is unknown if an exit site infection was present. It is unknown what interventions were required. The patient has been transferred to a rehab facility and no further information is available. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is the 3rd of 5 reports associated with this incident.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was not identified. The cause of the peritonitis was undetermined.